Event description:
Related manufacturer report number: 1627487-2023-05160.

Manufacturer narrative:
Correction: section b5 - the related manufacturer reported number was inadvertently omitted in the previous report [regulatory report number MDR-2023-47081-01]. It was reported that the patient's ipg became unable to communicate with external device. Troubleshooting has been unable to resolve the issue. The patient system was explanted. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's ipg became unable to communicate with external device. Troubleshooting has been unable to resolve the issue. As a result, surgical intervention may be undertaken at a later date to address the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
Additional information indicates that surgical intervention was undertaken on (B)(6) 2023 wherein the scs system was explanted to address the issue.